Event description:
It was reported by service report that the side rail cannot be raised. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: obstruction to siderail.